Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was implanted.

Event description:
At the unpacking doctor noticed that it was worn sponge pad(which the nail t2 was fixed on) and there were sponge pads in the lumen of nail t2. A doctor removed the all visible sponge pads from the lumen of nail t2 and cleaned. Then the procedure was continued use this nail t2.

Manufacturer narrative:
Referring to the product inquiry the supracondylar nail t2 scn ø12x360mm [packaging] is stated to be the primary product. No further associated products were reported. The device resp. Packaging reported was not returned to stryker kiel and thus, a physical examination of the subject device was impossible. Below report is based on available information, only. Review of the manufacturing documents revealed no discrepancies; the item was documented as faultless prior to distribution. Foam particles on implants inside of packages are known from previous complaints. It is possible that the implants abrade particles from the foam blocks due to movements during transport. This issue was already evaluated by a hcp in a similar case. Excerpt of medical statement: dispersion of foam particles on the surface. It has to be clarified whether small foam particles would cause any harm if they are inserted to a human body together with the (implant). The utilized material ldpe has no cytoxic effects and is well known as biocompatible. It is used as a negative control in cytotoxity test. Therefore, if sterility of the packaging is sustained, it is assumed that no negative side effects occur, if smaller particles are unintended inserted into the bone marrow cavity or the surrounded tissue. However, not enough information is available to confirm the reported case. It could not be excluded that the contamination occurred at the user site during opening/handling of the device. Based on the information given an exact root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. No non-conformity was identified.

Event description:
At the unpacking doctor noticed that it was worn sponge pad(which the nail t2 was fixed on) and there were sponge pads in the lumen of nail t2. A doctor removed the all visible sponge pads from the lumen of nail t2 and cleaned. Then the procedure was continued use this nail t2.